Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the returned product consisted of a threader balloon catheter with no other devices. The balloon loosely folded with blood in the inflation lumen and the balloon. The tip, balloon, markerbands, inner/outer shaft were microscopically, tactile and visually inspected. Inspection revealed a burst in the balloon material, 1 mm across in length. Inspection of the remainder of the device found no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jul-2017. It was initially reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 1.2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed circumferential balloon tear. Additional clarification of the event indicated that the device was able to cross the lesion but the balloon ruptured at 12 atmospheres on the first inflation.